Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the pump device was not functioning in a stable manner. No further information was provided. No complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.